Event description:
It was reported that .. "Navigator peek spacer broke during insertion. The rail that the inserter attaches to broke off the main body of the implant. Surgeon had placed the implant and only after 2 taps with the mallet he felt the graft come off. It had not entered the disc space fully and was easily retreived. Broken piece was still in inserter and did not require recovery... "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. (B)(4): device not returned.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the reported device is a navigator 7mm x 31mm x 4deg peek spacer. The lot number is unknown as the product was not returned and the manufacturing files could not be reviewed for possible anomalies that may have contributed to this event. The device was not returned because it could not be properly sterilized. Previous investigations cited several causes for these breakages: excessive force during insertion / impaction of the avs spacer, oversized implant, and disc space preparation. Conclusion: the device was not returned because it is in quarantine at the hospital. The exact cause of the breakage is not known because the device was not returned. It is likely that a combination of the causes led to breakage of the implant in this case. The exact cause of the back rail breakage was not determined and a potential root cause cannot be proposed.

Event description:
It was reported that "navigator peek spacer broke during insertion. The rail that the inserter attaches to broke off the main body of the implant. Surgeon had placed the implant and only after 2 taps with the mallet he felt the graft come off. It had not entered the disc space fully and was easily retrieved. Broken piece was still in inserter and did not require recovery... "